Manufacturer narrative:
The patient has undergone successful revision surgery with a distal femur, with no reported complications. The reason for the revision may be attributed to normal wear and tear associated with a 13 year old implant, with no other specific information provided. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The complaint is being closed, and is being tracked and trended. This complaint file was reviewed as part of stanmore implants worldwide complaint file remediation programme and it has been determined that an MDR should be filed. This complaint was received by (B)(4) in july, 2014.

Event description:
It has been reported that the patient has a failed allograft prosthesis composite which has been in situ for 13 years. (B)(4).